Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: bi71000450. No parts have been returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the spin was not transferring to the navigation system. Error popped up on navigation system sayingto manual register. All the boxes were green on the navigation system indicating communication with the imaging system. Patient tracker visibility and o2 tracker visibility was confirmed. The spin did not have the nav tag on it. During the first spin, the navigation system shut down unexpectedly. Both systems were rebooted and the site took a second spin which did not have the nav tag. The trackers were check by pulling up camera tracking details and all spheres were seen. It was verified that the dicom server igs of the navigation system used was communicating with the imaging system which was successful. The mobile viewing station (mvs) had a white screen where the 3d image would be. The pendant would not allow the gantry to close around the patient because of an error stating patient tracker or oarm trackers are not visible to camera. Spin will be unnavigable. The site kept pressing cancel until the gantry finally closed. The ethernet communication flickered red for a split second randomly and the ethernet cable was replaced. Communication was successful. The site took a third spin and the scans were navigable, and auto transferred to the navigation system. There was a less than hour surgical delay and no reported patient impact.

Manufacturer narrative:
H3: the system was serviced in the field and the system intermittently had pendent flicker. A medtronic representative replaced the 5 v power supply and verified that the system functioned as intended. Codes b01, c02, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.